Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Revision of a right knee triathlon insert from a 3x11 cr or cs (unknown - markings were worn) to a 3x12 cs due to poly wear.